Event description:
The patient had a hip revision for unknown reasons.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.